Manufacturer narrative:
Sample will not be returned for eval.

Event description:
The info was received by maude event report. It was reported that upon removal of the epidural catheter, the tip of the catheter was retained in the pt. Additional info received from the hosp on 2/11/09 stated the instructions for use were followed for removal procedure. The catheter was being used for pain mgmt and the tip was not removed from the pt.